Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After placement of all the planned devices, angiography showed type ia endoleak. Therefore, an aortic extender endoprosthesis was implanted proximally. The right renal artery was covered approximately 80 to 90% by the aortic extender endoprosthesis and blood flow into the right renal artery was delayed. To improve the blood flow, a gore® viabahn® endoprosthesis (6 mm x 2.5 cm) was implanted in the right renal artery. The blood flow was improved. The type ia endoleak remained but the physician decided on a wait and watch approach. The patient tolerated the procedure.